Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen 3500 mcg/ml at 700.5 mcg/day and morphine 1500 mcg/ml at 300.2 mcg/day via an implanted pump for intractable spasticity. The brand or lot number of the baclofen was unknown. The patient was in the hospital (unrelated to the pump). The reporter requested to have a tech come read the pump. The patient was due for a refill on (B)(6) 2016 but the patient could not get a refill because he was in the hospital. The low reservoir alarm date was (B)(6) 2016. The patient's friends and family had not heard the audible alarm. The patient had an appointment to get the pump filled on (B)(6) 2016. The nurse in the emergency room (ER) requested to have the pump checked. Patient symptoms were not reported. The event date was (B)(6) 2016. Additional information was received from a healthcare provider (hcp) indicated they were requesting a company representative (rep) be paged. The hcp said a critical alarm was occurring, but the patient's son had not heard the alarm and nobody else had either. They wanted a rep paged to check the pump and possibly perform an alarm test. The low reservoir alarm occurred on (B)(6) 2016. The reservoir volume ((B)(6) 2016): 20.0 ml and the low reservoir alarm volume was 1.5ml. The patient was scheduled to be refilled on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.